Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported via a manufacturing representative that the implantable neurostimulator (ins) was empty. The ins was at end of service (eos) and stimulation was off. During the ins replacement surgery, blood was found under the ins header. The hcp wondered if there could have been shorts in the circuit that caused an early empty battery. There were no prior reports of low impedances and the patient never complained about shocking sensations. High impedances were measured on several electrode pairs. The following high impedances were measured:c-4 = 9971, 4-5 = 10583, 4-6 = 11034, and 4-7 = 11357 ohms. The ins was programmed to c+, 2- on the left side and c+, 6- on the right side. No troubleshooting was done. The issue was resolved after the ins was replaced.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.